Event description:
Additional information received from the healthcare provider (hcp) via a manufacturer representative (rep) indicated that, in regards to the patient thinking that their pump was not working, the provider thought that once the bridge was completed and the new dose/concentration was in effect, the patient noticed a difference. The hcp reprogrammed the pump, adjusting her dosing and the patient had been doing well. To resolve the error codes and therapy concerns, the hcp just reprogrammed the pump and had no other concerns. The event was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On 2025-sep-13, additional information was received from a manufacturer representative (rep). The rep reported the patient had a concentration change on monday. The rep stated that the patient was seen again on wednesday due to therapy complaints. The rep stated that the healthcare professional (hcp) reported seeing alert 243 on the report that day and patient was switched to simple continuous. The rep stated that the patient was calling the hcp again on the date of this call and reporting that they think the pump was not working. Information regarding the alert was reviewed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving fentanyl via an implanted pump. The indication for pump use was spinal pain. It was reported that the patient was seen on monday and had a concentration change. The bridge bolus was supposed to last 48 hours and was now complete, but the patient was feeling like they weren't getting their flex boluses, so they were seen in the clinic today. On interrogation, the healthcare provider was seeing alerts 112 (pump memory error-infusion settings invalid) and 243 (pump memory error-infusion settings not available) and there was missing information and dashes on the report. The agent reviewed and recommended re-entering any missing settings and updating the pump.